Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not available for evaluation. The customer reported that the drain bag leaked after ten (10) hours of use. All accessories provided within the set, including the drain bag, are single use products and must not be emptied and reused during the same therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag. Previous nonconformance and preventive action records were opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.